Event description:
Surgical light source that will "arc and spark" at head of light. Surgical light has 2(ano) thumb screws to hold light head in unit. With an acceptable amount of force light head will slightly disconnect causing sparking, flickering, and crackling of electricity. Reported to MFR numerous times only to be told they are aware and will sell "upgrade."